Event description:
New information received states the patient presented in clinic for a follow-up. Another instance of post-paced t-wave oversensing was observed on the ventricular channel. Programming changes were made. Device remains implanted.

Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. Post-pace t-wave oversensing was observed on stored egm. Reprogramming was recommended and device remains implanted.